Event description:
It was reported the external pulse generator (epg) was not sensing. Device was set at a rate less than the patient's rate and it still paced without sensing. Another epg was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.